Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a craniotomy, when suturing the second layer of the muscle layer, it was noticed that the suture of the first layer loosed, and suturing was performed again. There was no change in the way to use it, and it was required to perform inspection by taking out from the remaining packages. The procedure was completed with another device. There was no patient injury.